Event description:
It was reported the device system was explanted and not replaced due to a pump pocket infection. Physical exam as well as laboratory studies revealed a worsening infection that did not respond to antibiotics. The drug used in the pump was hydromorphone 5.0 mg/ml and clonidine 1000 mcg/ml at a dose of 1.6016 mg/day. The pt recovered without sequela. Future re-implant is planned.